Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which should not have other checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused due to board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned with report of and the evaluation of the device confirmed the customer¿s reported problem. The rigid outer tube was found severely bent and broken optical rod lens. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported that the oes elite high definition autoclavable telescope lens was broken, and the image was blurry. The problem was found during an unspecified procedure. The equipment was exchanged for a functioning telescope. No death or injury and no impact to patient or other has been reported.